Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000098, serial/lot #: unk, a medtronic representative went out to the site to preform system check out. It was noted that the system could not boot up. Once the standalone board was changed, the system came up as normal. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that after booting, the second bar (generator bar) could not be completed. There was no patient present. Additional information reported that the second bar could not completed and this did prevent the system from booting. The standalone board error was determined to be the probable cause of the issue.